Manufacturer narrative:
Unit had blank flashing white lcd with audio beeps due to cracked lcd controller. No solid white lcd or unexpected lines on the display noted. Unable to verify missing segments due to blank flashing white lcd. Unit had scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. After performing troubleshooting for the blank display, the display is solid white. Customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.